Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 3.50mmx32mm, concentric, de novo target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded and a pinhole in the balloon was located 14mm from the tip of the device. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 3.50mmx32mm, concentric, de novo target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.